Manufacturer narrative:
Lot number: the lot number was reported as 220568091; however, this is not a valid baxter lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The expected infusion time was 46 hours; however, after 46 hours 44.66ml remained in the device. The device was filled with 4431.13mg fluorouracil in 28ml of normal saline. The event was observed after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the correct lot# is 21k026, previously submitted as asku. H4: the device was manufactured from october 26, 2021 - october 28, 2021 h10: the actual device was received for evaluation containing 72ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.